Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 377760, lot#: v002340, implanted: (B)(6) 2006, explanted: (B)(6) 2021, product type: lead. Product ID: 377760, lot#: v002341, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having a routine battery change for an end of life battery and when they made and incision of the battery they saw a white milk like secretion coming from the site. As they started to dissect the battery they noticed there was a film like substance all over the battery. It appeared to the doctor that the white plastic piece on top of the battery looked as if it was secreting down and covering the battery. They would be sending the battery back for review. It was noted that it was decontaminated so the substance came off of it in the process, but the rep sent pictures of the battery/battery pocket prior to decontamination process. The battery was removed and a new one was placed. It was also noted that impedance issues were discovered on contacts 6, 7,8, 9, 10, 11, 12 and 15. It was decided at the time not to change out the leads as the patient was sedated and they did not have their consent. They would see if they got good programming on the contacts that were good. On 2021-oct-01, additional information was received from the manufacturer representative (rep) reporting that the patient was doing well with their scs after the replacement. The rep returned the battery for analysis. They indicated that they had no further information. Related regulatory report# 3004209178-2021-14875.